Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was lost to follow up and presented to the hospital following a syncopal episode. Device interrogation revealed the device had declared end of life (eol) two days prior. A replacement procedure was performed and the patient became acidotic and had severe respiratory depression attributed to anesthesia. Cardiopulmonary resuscitation (CPR) was required. It was noted that the patient is an intravenous drug methamphetamine user and also has an ejection fraction (ef) of 10%. The patient was transferred to the cardiac care unit (ccu) and the device was intentionally programmed off due to do not resuscitate (dnr) order. No other adverse events were reported.